Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device(str-gl-pnk/sm24228290), used with the complaint transmitter device, was returned on (B)(4) 2013. The returned complaint receiver was visually inspected and no defect was found. Evaluation of the returned receiver and review of the downloaded data log confirmed the reported event of intermittent antenna icon. The root cause was determined to be a hardware component failure.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an intermittent out of range signal. Dexcom has issued an rga for patient to return her device to be investigated.